Event description:
On (B)(6) 2025, a patient reported persistent high blood glucose (bg) on pump since last night. The highest bg reported was 400 mg/dl. The patient was out of bg range for 90+ minutes. No fingerstick available. Patient confirmed a supply change was done prior to bg rising. Agent advised another supply change with cd infusion set, which patient completed, resuming insulin delivery. Follow-up planned to confirm bg returns to range. No symptoms experienced during event and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.